Event description:
It was reported that the patient experienced a "life-threatening complication of the treatment". An overdose of the drug accumulated around the spinal cord because the patient had developed a spinal stenosis. The patient lost consciousness and was placed on a respirator for a week. When the patient got off the respirator, the patient wanted the medication pump back, because it had been such a big help. The spinal stenosis was surgically operated and the pump was restarted. The event occurred 15 years before this report date. The patient experienced convulsions of epileptic nature at the hospital ward, but recovered from them. Symptoms included overdose, underdose, and epilepsy. The pump was infusing lioresal.

Manufacturer narrative:
(B)(4).